Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient experienced underdose symptoms. A pump replacement took place on (B)(6) 2019, and the event resolved. The pump would be returned.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train as well as stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (125 mcg/ml at 75.10 mcg/day), dilaudid (hydromorphone) (15 mg/ml at 9.012 mg/day), and bupivacaine (15 mg/ml at 9.012 mg/day) via an implantable pump for an unknown indication for use. It was reported a regular refill occurred on (B)(6) 2019. A failure message regarding motor stop was observed on the tablet. The patient told the nurse about the audio alarm. The catheter was controlled over the sideport; it was possible to aspirate the catheter and no leakage or occlusion was observed. Surgical intervention was scheduled for (B)(6) 2019. The issue was not resolved. The patient status was alive - no injury. According to the patient, there were no specialties over the last 3 days regarding potential electromagnetic interference (emi) sources. There were no reported symptoms. Further complications were not reported. Pump logs from an interrogation on (B)(6) 2019 at 13:31 were provided. A motor stall occurred on (B)(6) 2018 at 13:16 and recovered at 14:49. A stall occurred on (B)(6) 2019 at 00:20 and recovered at 09:15. A stall occurred on (B)(6) 2019 at 13:19 and a stopped pump duration may exceed tube set message occurred on (B)(6) 2019 at 13:19. No recovery was noted. Another interrogation was performed at 16:41; the stall had still not recovered. The alarm was silenced at 16:44.